Event description:
The following information was received from the field: during a coronary procedure the balloon did not inflate, and the balloon ruptured. The entire system was removed from the patient and another cypher des utilized to finish the procedure. A total of six cypher des were implanted in the patient without any adverse consequences. The product was clinically used and will be returned for analysis. There were no injuries to the patient.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.